Event description:
It was reported that a small volume intermate had particulate matter in its bladder. There was no patient involvement as this was identified prior to patient use. No additional information is available. This is report 4 of 6.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 18, 2014 and march 19, 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.